Event description:
Boston scientific received info that two days post implant, the pt reported to the emergency room after experiencing a syncopal episode at home. Upon device interrogation, the right ventricular (rv) lead exhibited intermittent capture at maximum outputs of 6.5 v at 1.0 ms and there were no r-waves since the pt was in complete heart block. The rv lead impedance measurements had decreased to 470 ohms from 670 ohms at implant. A chest x-ray confirmed lead dislodgement. The lead was successfully revised one day later and no additional adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.